Manufacturer narrative:
CAPA 23-000 was opened on 01/06/2023 to address similar failures reported (needles detaching/needles pulling free from the suture). A review of the method and machinery was performed. The following corrective actions were addressed: create procedure to perform set-up of attaching equipment. Completed 06/16/23. Retraining of the attachment staff and clean room set-up operators. Completed 06/16/23. Evaluation of the operation of the attaching machines. Completed 06/23/23. Standardize the cut of the suture and method of attachment. Completed 07/27/23. Identification and replacement of damaged manual pull attachment and test tools. Completed 07/31/23.

Event description:
The needles and sutures came off when the medical staff tried to enter quill into the body via a trocar. The needles and sutures dropped into the body. The needle was removed immediately.

Manufacturer narrative:
The lot was reported as unknown. A review of the device history records could not be performed. It is not known if a retained sample is available for review without the lot number. No samples or photos were provided for review/testing. If samples, photos or the lot number become available at a later time, they will be evaluated and a revised report will be submitted. The actual sample/packages were not returned for review. No sterile devices or retained samples were available for review/testing. If samples or photos become available at a later time, they will be reviewed, and the results will be included in the file. A revised report will be submitted at that time. The needle and suture pulling apart, detaching, or the suture breaking near the attachment could be due to procedural related stress in contrast to the strength of the suture/needle attachment. It is also possible that the devices are being gripped on or near the attachment causing damage to the end of the needle component or snipping the suture which causes the suture to break/snap away from the needle. However, there are numerous other circumstances that can adversely affect the strength and durability of a suture/needle attachment including but not limited to the misalignment of the suture within the end of the needle, the suture material not placed deep enough within the end of the needle and/or if end is not crimped with enough force to form a secure grip onto the suture material. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ without receiving the actual samples/packages to review, receiving sterile device(s)/packages from the same lot to review/test, receiving magnified photos of the actual device, or receiving detailed information regarding the shipping, handling and storage of the device(s), exposure time prior to use, pre-operative preparation of the device, tools utilized to grasp the device, size of the trocar utilized in comparison to the needle size on the device, a definitive root cause cannot be determined at this time. As part of surgical specialties mexico continuous improvement, the CAPA 23-000 was opened on 01/06/2023 to address similar failures reported (needles detaching/needles pulling free from the suture). A review of the method and machinery was performed. The following corrective actions were addressed: ¿ create procedure to perform set-up of attaching equipment. Completed 06/16/23. ¿ retraining of the attachment staff and clean room set-up operators. Completed 06/16/23. ¿ evaluation of the operation of the attaching machines. Completed 06/23/23. ¿ standardize the cut of the suture and method of attachment. Completed 07/27/23. ¿ identification and replacement of damaged manual pull attachment and test tools. Completed 07/31/23.